Manufacturer narrative:
Siemens filed initial MDR 1219913-2020-00481 on 10-nov-2020 to report a discordant, falsely-elevated advia centaur xp high-sensitivity troponin I (tnih) result observed for one patient. Additional information, 14-dec-2020: siemens has completed the investigation. The customer reported an initial falsely-elevated advia centaur xp tnih result, which was discordant relative to repeat measurements using the same instrument and reagents. The same sample was tested using an alternate system and initially produced a clot error, then a result of 4052 pg/ml. A negative or low result was the expected result. Qc was in range at the time of the sample run and no other samples were affected. This indicates a sample-specific incident. No sample-handling information was made available. The customer's instrument was serviced, but no relevant observations were made. The service engineer replaced all reagent probes and checked all alignments including reagent-pack bottom and cuvette bottom and also checked all wash/aspirate sequences and alignments and cleaned all wash stations of the instrument in question. The customer reported no further discordant observations following two weeks of monitoring tnih performance. Pre-analytical variables can affect the quality of the sample, and deviation from recommended best practices can impact results. While there is insufficient information to determine the cause of the false positive result, siemens cannot rule out pre-analytical variables or sample-specific issues as contributing factors. No product performance issue is observed. The customer is operational. No further evaluation of the device is required. In section h6, the investigation findings and investigation conclusion codes were added.

Manufacturer narrative:
Siemens is investigating. The instruction for use (IFU) states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
A discordant, falsely-elevated advia centaur xp high-sensitivity troponin I (tnih) result was observed for one male patient. The result was considered discordant relative to reproducible low results (below 99th percentile) produced when the same sample was re-tested three times using the same instrument and assay. Quality-control results were within range at the time, and no similar result elevations were observed. There are no reports that treatment was altered or prescribed, nor of any adverse health consequences due to the discordant, falsely-elevated advia centaur xp high-sensitivity troponin I (tnih) result.